Event description:
It was reported that the patient had received inappropriate defibrillation therapy due to programming issue noted on the implantable cardioverter defibrillator. Programming modifications were performed. The patient¿s condition was stable.